Event description:
It was reported that during a procedure, the device applied the first clip then the second clip was in a pear shape. Another device was used to complete the procedure. No adverse consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).

Event description:
Additional information received from the facility indicates" the nurse/patient's condition has improved and she may be able to gain sight in that eye as they think that the retina did not detach. The nurse had two years of nursing experience prior to the incident. It was also informed that the nurse has used the system prior to this incident.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was fired and ejected the remaining clips due to found condition of the jaw. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.